Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient experienced fluid at the implant site and subsequently underwent a wound aspiration on (B)(6) 2014. Following the procedure the patient was administered oral antibiotics. On (B)(6) 2014 the patient experienced pain at the implant site and once again the wound was aspirated and a pressure bandage was applied. On (B)(6) 2015 the patient experienced pain. A CT scan performed on (B)(6) 2016 revealed normal device function and the patient reportedly resumed use of the device.